Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
The patient was revised to address loosening of the tibial tray at cement to implant interface. Unknown cement was used. It was also reported that this patient has a left total attune knee that was done by the surgeon on 2017. The tibial tray is in varus and is overhanging the tibia. The surgeon revised the tibia only. The tray came out with a few moderate taps. No cement was stuck to the bottom of the tray. The femur and patella were well fixed and retained. Product was retained by the hospital. Doi: 2017. Dor: (B)(6) 2019; left knee.